Event description:
Intraocular pressure increased: a patient underwent cataract surgery with implantation of intraocular lens (iol) during which hyaluronate sodium (healon v 0.6) was used. At the same day the patient developed intraocular pressure (iop) increased to 60mmhg. Pt was treated with drip infusion of mannitol-s (d-mannitol/d-sorbitol), sodium acetazolamide (diamox) oral and timolol maleate (timoptol) eye drp. Iop decreased to 30mmhg and, 7 days later, washing of the anterior chamber was carried out and iop decreased to 10mmhg. The patient recovered 2 days later. The reporting physician assessed the event as non-serious/non-mild and the casual relationship between sodium hyaluronate and the event as certain. This case was upgraded by gpv physician to serious/incident for intervention required.